Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose above 500mg/dl and the insulin pump had a blank display . Customer declined to troubleshoot for not being able to get into auto mode. The customer was treated by overnight hospitalization. Experienced symptoms like nausea, confusion, thirsty. The customer was wearing the insulin pump during the hospitalization. The device is not expected to be returned for analysis.

Manufacturer narrative:
(B)(4). The information provided that the event date with the initial report was incorrect. The correct information has been included with this report.